Event description:
The surgeon was performing a maze 4 procedure and heard a loud pop. Subsequently he noticed a dime size hole in the left atrium. The hole was sutured and the procedure completed. There was no add'l intervention required or extended hospital stay and the patient suffered no adverse consequences and is currently in sinus.

Manufacturer narrative:
(B)(4). The device has not been returned to atricure for eval but is currently being held by the facility's risk management dept. Currently awaiting either release of device or availability of hospital staff to allow on-site eval by atricure personnel.